Manufacturer narrative:
Ferrosan medical devices a/s reference number: (B)(6) (patient), qn (B)(6) (fetus). (B)(6) 2019 - ferrosan medical devices a/s has completed the evaluation of this incident. It has not been possible to gain any more information on the event. A pregnant woman died during surgery. Both the woman and the fetus died. There is only given information that the woman underwent a surgery. There is no available information regarding the fetus. Event description: "hepatectomy procedure - patient (female), 9 months pregnant with severe liver tumor. Fatal tumor bed at the top of liver, cardio thoracic surgeons were also involved. Surgiflo used during hepatectomy, followed by use of cell saver. Patient died during procedure. This occurred about a year ago however only just heard of it." It is noted that a cell saver was used after the use of surgiflo¿ haemostatic matrix kit with thrombin. As per the instructions for use of the product the following is noted under precautions: "surgiflo¿ should not be used in conjunction with autologous blood salvage circuits. It has been demonstrated that fragments of collagen-based haemostatic agents may pass through 40 m transfusion filters of blood scavenging systems." Based on the sparse amount of information it is not possible to make a final conclusion. Should new information become available the case will be reopened. The case is considered closed. (B)(6) 2019 - initial report: event description: "hepatectomy procedure - patient (female), 9 months pregnant with severe liver tumor. Fatal tumor bed at the top of liver, cardio thoracic surgeons were also involved. Surgiflo used during hepatectomy, followed by use of cell saver. Patient died during procedure. This occurred about a year ago however only just heard of it." The information is sparse and clinical questions have been asked. Further assessments will be done when additional information becomes available. It is noted that a cell saver was used after the use of surgiflo¿ haemostatic matrix kit with thrombin. As per the instructions for use of the product the following is noted under precautions: "surgiflo¿ should not be used in conjunction with autologous blood salvage circuits. It has been demonstrated that fragments of collagen-based haemostatic agents may pass through 40 m transfusion filters of blood scavenging systems". At the time of reporting no more information is available.

Event description:
Event description: hepatectomy procedure - patient (female), 9 months pregnant with severe liver tumor. Fatal tumor bed at the top of liver, cardio thoracic surgeons were also involved. Surgiflo used during hepatectomy, followed by use of cell saver. Patient died during procedure. This occurred about a year ago however only just heard of it.

Manufacturer narrative:
Ferrosan medical devices a/s reference number: qn (B)(4). 03.04.2019. Initial report: event description: "hepatectomy procedure - patient (female), (B)(6) pregnant with severe liver tumor. Fatal tumor bed at the top of liver, cardio thoracic surgeons were also involved. Surgiflo used during hepatectomy, followed by use of cell saver. Patient died during procedure. This occurred about a year ago however only just heard of it." The information is sparse and clinical questions have been asked. Further assessments will be done when additional information becomes available. It is noted that a cell saver was used after the use of surgiflo¿ haemostatic matrix kit with thrombin. As per the instructions for use of the product the following is noted under precautions: "surgiflo¿ should not be used in conjunction with autologous blood salvage circuits. It has been demonstrated that fragments of collagen-based haemostatic agents may pass through 40 m transfusion filters of blood scavenging systems". At the time of reporting no more information is available.

Event description:
Event description: hepatectomy procedure - patient (female), (B)(6) pregnant with severe liver tumor. Fatal tumor bed at the top of liver, cardio thoracic surgeons were also involved. Surgiflo used during hepatectomy, followed by use of cell saver. Patient died during procedure. This occurred about a year ago however only just heard of it.